Event description:
Faulty/questionable medical item ¿ fastload cta dual syringe pack with spikes: empowercta+. Both fastload syringes contains an unidentifiable, clear liquid within the syringe at the top. Spotted some expelled fluid from one of the syringes that was getting loaded on the injector.